Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the low speed alarms; however a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. A transient low speed event, associated with a low speed operation alarm, was captured on (B)(6) 2024 while the patient was supported by the power module. No other notable events were observed, and the pump appeared to have operated as intended at the fixed speed before and after the low speed event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The heartmate ii lvas instructions for use (IFU) addresses pump parameters including pump speed. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of this IFU addresses pump parameters including pump speed. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines alarms and how to respond to them, including low speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were reviewed and captured 2 speed drops under the low-speed limit on (B)(6) 2024. Similar events had previously occurred on 18feb2024. There was not enough evidence to determine the cause of these events. The mechanical circulatory support (mcs) equipment was operating as expected. Related manufacturer reference # 2916596-2024-01983 (past speed drop on (B)(6) 2024)